Event description:
Mystery pains and illnesses, hair loss, anxiety, ringing in ears, insomnia, skin rashes, weight gain, heart palpitations, shortness of breath, gastrointestinal problems. FDA safety report ID# (B)(4).